Manufacturer narrative:
Information received from an affiliate indicated that a 2.25mm x 13mm cypher rx stent failed to cross the lesion. No additional patient or procedural information was provided by the account. The product was returned for evaluation and testing and when received it was noted that the product had separated in two at 64cm from strain relief. A non-sterile cypher us rx was received in two pieces in a plastic bag. The stent was returned mounted on the sds balloon. The sds was found broken at 71.9cm from the hub. No more anomalies were noted. The unit was inspected under a microscope and the edges of the rupture point were found to be kinked, this condition suggests that the sds was kinked before it broke. No damages were noted on the stent. The stent crossing profile was measured and the results were found within specification. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported customer complaint of stent delivery system separated was confirmed through failure analysis. Review of the limited information provided suggests that procedural factors such as over torquing the device to deliver it to a tiny lesion may have contributed to the reported event. There is nothing in the analysis or information provided to suggest that there is a design or manufacturing related issue therefore no corrective action is needed.

Event description:
The original report received from the affiliate states that the physician failed to cross the lesion with the stent. No additional patient or procedural information was provided by the account. The product was returned for evaluation and testing and when received it was noted that the product had separated in two at 64cm from strain relief.

Manufacturer narrative:
The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.